Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients system did not provide effective therapy. Surgical intervention was undertaken on (B)(6) 2023, where an additional lead was added to improve coverage. Therapy was restored post-op.